Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staple was caught in the skin of the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box,lot # 73f1600484 was manufactured on 06/27/2016 a total of (B)(4). Lot was released on 06/29/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. No visual evidence of any damage exist. The stapler was received with 26 staples left in the cartridge indicating that at least 9 staples were fired by the end user. Reference attached file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger the first staple properly formed and released. On the second and third attempt the staple formed and released correctly. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples were able to engage and close into the foam. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The complaint cannot be confirmed. All attempts to fire, form, and release staples correctly were successful. A corrective/preventative action will not be assigned. The reported complaint of, "staple caught in skin of patient", could not be confirmed based upon the sample received. All of the remaining staples in the cover block were able to form and release. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that the staple was caught in the skin of the patient. There was no patient injury.